Event description:
It was reported that: the surgeon was malleting the extractor and the extractor continually disengaged from the well fixed stem. An osteotomy was performed to remove the stem. No abnormal wear of the instrument was noticed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.